Event description:
It was reported by the caller that an adverse event occurred. While performing a watchman left atrial appendage closure device, the watchman device became "embolized". The caller stated, "the watchman device itself embolized". The caller noted that the event was initially discovered using a nuvision catheter and later confirmed with a transthoracic echo imaging system. The caller was unaware of any medical interventions provided to the patient. The caller was unaware of the patient status. The caller noted that no carto 3 system was in use. The caller noted that no ablation system was in use. The caller was unable to provide the catheter catalog, reference, or serial numbers. The caller noted that the catheter was not reprocessed. The caller noted that the nuvision catheter was the only jjmedtep catheter in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).